Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / localised pain') in a female patient who had essure (batch no. C51344) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergy symptoms"), abdominal distension ("bloating"), fatigue ("fatigue"), genital haemorrhage ("heavy/abnormal bleeding") and tooth disorder ("problems with teeth") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, hypersensitivity, abdominal distension, fatigue, genital haemorrhage, tooth disorder and weight increased had resolved. The reporter considered abdominal distension, fatigue, genital haemorrhage, hypersensitivity, pelvic pain, tooth disorder and weight increased to be related to essure. Number: c51344 manufacturing date: 2014-05-06. Expiration date: 2017-05-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pain / localised pain/pain, including chronic pain") in an adult female patient who had essure inserted (lot no. C51344) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of salpingectomy (ectopic pregnant, salpingectomy on the left tube) and ectopic pregnancy in (B)(6) 2013, back pain, abdominal pain and pain in hip in (B)(6) 2008 and surgery (hysteroscopy + endometrial biopsy + novasure ablation), pregnancy test negative, allergy (codeine, throat swelling), menstrual headache, endometrial ablation, heavy menstrual bleeding, uti, migraine, migraine, respiratory failure, dysuria, cervical intraepithelial neoplasia iii (treated with loop electrosurgical excision procedure in (B)(6) 2008), parity 4 (one of then pregnancy sepsis requiring an urgent c-section for chorioamnionitis in (B)(6) 2014, other 3 ones normal deliveries) and multi gravida. : uterus normal , cervix : normal , endometrium : normal, cavity : normal routine saline hysteroscopy done. Cervix dilated easily. Endometrial biopsy taken, novasure endometrial ablation done. Uneventful procedure. Post ablation hysteroscopy done. Previously administered products included: cerazette [cefaloridine], , depo provera, metronidazole, acupan and amoxicillin. Past adverse reactions to the above products included: headache with . Concomitant products included voltaflam (diclofenac potassium) since (B)(6) 2017, paracetamol since (B)(6) 2017, ondansetron since (B)(6) 2017, remifentanil since (B)(6) 2017 and midazolam since (B)(6) 2017. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2019. On unknown date she experienced pelvic pain (seriousness criteria medically important and intervention required), hypersensitivity ("allergy symptoms/allergic or hypersensitivity reaction"), abdominal distension ("bloating"), fatigue ("fatigue"), genital haemorrhage ("heavy/abnormal bleeding"), tooth disorder ("problems with teeth/dental problems"), mental disorder ("psychological issues"), alopecia ("hair-loss") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (method of removal surgery for the claimant was total hysterectomy.). At the time of the report, the pelvic pain, hypersensitivity, abdominal distension, fatigue, genital haemorrhage, tooth disorder and weight increased had resolved. The reporter considered abdominal distension, alopecia, fatigue, genital haemorrhage, headache, hypersensitivity, mental disorder, pelvic pain, tooth disorder and weight increased to be related to essure administration. The reporter commented: implant date of essure was divergent (B)(6) 2015 or (B)(6) 2015. Essure was implanted only on the right tube due the fact she had ectopic pregnancy and had left salpingectomy . On (B)(6) 2017 she was submitted to novasure ablation procedure, on (B)(6) 2019 essure was removal via total hysterectomy right salpingectomy salpingectomy with conservation of ovary. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2015: report revealed an occluded right tube. · as you are aware she had her left tube removed. In the past [hysteroscopy] on (B)(6) 2015: essure hysteroscopy sterilization of right tube; on (B)(6) 2016: essure hysteroscopy sterilization of right tube. 04 coils [pathology test] on (B)(6) 2019: specimen type : hysterectomy benign clinical details. Menorrhagia, previous left salpingectomy , previous essure sterilization macroscopic report : uterus, cervix and right fallopian tube : the serosa at the fundus shows a 5mm defect which is seen to extended through the myometrium to a depth of 20mm. Attached is the right fallopian tube which measures 65mm in length x 8 mm in diameter. Within the fallopian tube isa length of coiled wire 65mm in length. Microscopic report : tha fallopian tube does not show any specific abnormality. A cystic walthards cell rest is identified. There is no evidence of malignancy.; on (B)(6) 2019: macroscopic report: uterus, cervix plus right fallopian tube. A hysterectomy 70mm fundus to cervical os, 50mm transversely and 45rnm anteroposterior. The ·cervical os_ is central, transverse and, measures 8mm. The surrounding cervical epithelium anteriorly is congested. The serosa at the fundus shows a 5mm defect which is seen extend through the myometrium to a depth of 20mrn. Attached is the right fallopian tube which measures 65mm in length x 8mm in diameter. Within the fallopian tube is a length of coiled wire 65mm in length. The endometrium measures 2mm ill thickness and is scarred and fibrotic toward the fundus. The myometrium measures up to 21mm in thickness and is pale and fibrotic over an area of 15 x 6mm adjacent to the area of disruption in the fundus. An ower segment cesarian section scar is noted. The fallopian tube does not show any specific abnormality. A cystic walthard¿s cell rest is identified uterus, cervix plus right fallopian tube, endometrium inactive endometrium, myometrium adenomyosis features raising the possibility of a hyalinised leiomyoma [pregnancy test] on (B)(6) 2016: negative; on (B)(6) 2017: negative [smear test] in (B)(6) 2016: no alteration [ultrasound pelvis] on (B)(6) 2018: normal ultrasound appearances of the anteverted uterus. Thin, linear endometrium measuring 2mm (lmp 2 days ago). Normal ultrasound appearance of the left ovary. The right ovary contains a 3cm simple, probably functional cyst. No adnexal masses seen. Trace of free fluid in the right adnexa number: c51344 manufacturing date: 2014-05-06 expiration date: 2017-05-31. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, genital haemorrhage mental disorder ,alopecia ,headache. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 31-jan-2024: medical record received. Reporters information added. Patient medical history and lab data added including pathology test. Non drug treatment updated. New events mental disorder ,alopecia ,headache added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / localised pain') in an adult female patient who had essure (batch no. C51344) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy in 2013, salpingectomy (ectopic pregnant, slapingectomy on the left tube) in 2013, abdominal pain on (B)(6) 2008, back pain on (B)(6) 2008, pain ib)(6) n hip on (2008, multi gravida, parity 4 (one of then pregnancy sepsis requiring an urgent c-section for chorioamnionitis in 2014, other 3 ones normal deliveries) and cervical intraepithelial neoplasia iii (treated with loop electrosurgical excision procedure in 2008). Previously administered products included for an unreported indication: depo-provera and cerazette. Past adverse reactions to the above products included headache with depo-provera. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergy symptoms"), abdominal distension ("bloating"), fatigue ("fatigue"), genital haemorrhage ("heavy/abnormal bleeding") and tooth disorder ("problems with teeth") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, hypersensitivity, abdominal distension, fatigue, genital haemorrhage, tooth disorder and weight increased had resolved. The reporter considered abdominal distension, fatigue, genital haemorrhage, hypersensitivity, pelvic pain, tooth disorder and weight increased to be related to essure. The reporter commented: implant date of essure was divergent (B)(6) 2015 or (B)(6) 2015. Essure was implanted only on the right tube due the fact she had ectopic pregnancy and had left salpingectomy . On (B)(6) 2017 she was submitted to novasure ablation procedure, on (B)(6) 2019 essure was removal via total hysterectomy right salpingectomy with conservation of ovary. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: report revealed an occluded right tube. · as you are aware she had her left tube removed. In the past. Hysteroscopy - on (B)(6) 2015: essure hysteroscopy sterilization of right tube; on (B)(6) 2016: essure hysteroscopy sterilization of right tube. 04 coils. Pathology test - on (B)(6) 2019: macroscopic report: uterus, cervix plus right fallopian tube. A hysterectomy 70mm fundus to cervical os, 50mm transversely and 45rnm anteroposterior. The ·cervical os_ is central, transverse and, measures 8mm. The surrounding cervical epithelium anteriorly is congested. The serosa at the fundus shows a 5mm defect which is seen extend through the myometrium to a depth of 20mrn. Attached is the right fallopian tube which measures 65mm in length x 8mm in diameter. Within the fallopian tube is a length of coiled wire 65mm in length. The endometrium measures 2mm ill thickness and is scarred and fibrotic toward the fundus. The myometrium measures up to 21mm in thickness and is pale and fibrotic over an area of 15 x 6mm adjacent to the area of disruption in the fundus. An ower segment cesarian section scar is noted. The fallopian tube does not show any specific abnormality. A cystic walthard¿s cell rest is identified uterus, cervix plus right fallopian tube, endometrium inactive endometrium, myometrium adenomyosis features raising the possibility of a hyalinised leiomyoma. Pregnancy test - on (B)(6) 2016: negative; on (B)(6) 2017: negative. Smear test - in 2016: no alteration. Ultrasound pelvis - on (B)(6) 2018: normal ultrasound appearances of the anteverted uterus. Thin, linear endometrium measuring 2mm (lmp 2 days ago). Normal ultrasound appearance of the left ovary. The right ovary contains a 3cm simple, probably functional cyst. No adnexal masses seen. Trace of free fluid in the right adnexa. Number: c51344, manufacturing date: 2014-05-06, expiration date: 2017-05-31. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, genital haemorrhage. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 26-mar-2021: the follow information were updated: hcp's reporter, medical history, history drug, lab data, essure start date was updated from (B)(6) 2015 a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / localised pain') in a female patient who had essure (batch no. C51344) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergy symptoms"), abdominal distension ("bloating"), fatigue ("fatigue"), genital haemorrhage ("heavy/abnormal bleeding") and tooth disorder ("problems with teeth") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, hypersensitivity, abdominal distension, fatigue, genital haemorrhage, tooth disorder and weight increased had resolved. The reporter considered abdominal distension, fatigue, genital haemorrhage, hypersensitivity, pelvic pain, tooth disorder and weight increased to be related to essure. Number: c51344, manufacturing date: 2014-05-06, expiration date: 2017-05-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-mar-2021: event "pelvic pain female" upgraded as removal by hysterectomy was informed; events "allergy symptoms", "bloating", "fatigue", "heavy/abnormal bleeding", "problems with teeth" and "weight gain" added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.